Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Customer said that the brakes on the 2 rear casters broke. He said they were not abused or anything, they just stopped working and the brake on the caster stopped engaging.